Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Upon further review, it was determined that the irrigation with inconsistent flow until a drip appeared demonstrated that the patient experienced posterior capsule rupture during the cortex phase of cataract surgery.

Event description:
A nurse reported during cataract surgery, it was found that the irrigation stopped in an ophthalmic console. Patient impact were not reported. Upon further follow up it was reported that the surgery was discontinued due to inconsistent irrigation flow and also the patient underwent the secondary implantation after vitrectomy procedure in another facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).